Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock on the implantable cardioverter defibrillator (idc). No changes or intervention were reported. The patient condition was unknown.

Event description:
New information the physician elected to explant and replace the ICD.

Manufacturer narrative:
Correction: b5 for being explanted and d9 for the return.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a manufacturing report (2017865-2023-14074) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information noted that there was no malfunction of the implantable cardioverter defibrillator.